Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.32v volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to two compromised low-voltage capacitors, which resulted in a high current condition.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Event description:
Boston scientific received information that this device was explanted and returned. There was no allegation against this device while implanted. Initial analysis revealed this device reached elective replacement indicators while implanted and did not meet labeling longevity expectations. Further analysis will be performed. No adverse patient effects were reported.

Event description:
- -